Event description:
It was reported that there was early battery depletion and the device was at rrt (recommended replacement time). It was also reported that there were high lv (left ventricular) thresholds, with high output. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.